Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/23/2017. Device returned to manufacturer ¿ yes. Device evaluation : the device was returned to the manufacturer. Device inspection was performed and an extended mark was observed from the lens edge trough the center of the optic. Particles were observed that are associated to the handling process. The complaint reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon noticed a mark on the intraocular lens (iol) right after it was implanted. The iol was removed and another one was successfully implanted during the same procedure. No additional information was provided to abbott medical optics.